Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm between (B)(6) 2017 and (B)(6) 2017. There were no irregular bolus requests. Basal rates were increased over the last few months. Basal rate setting my need to be decreased to compensate for daily activities. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 50s (mg/dl). The customer stated the cause of the low bg levels may be due the pump settings needing adjustment however, the customer was unsure. Orange juice was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.